Manufacturer narrative:
Catalog #, lot# and expiration date. (B)(4). Device history records review was completed for part# 450.575s, lot# 7687163. Manufacturing location: (B)(6), manufacturing date: dec 07, 2011, expiry date: nov 01, 2021. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no issue during the surgery on (B)(6) 2016.

Manufacturer narrative:
This report is for one (1) unknown vectra-t plate. Part#, lot# and UDI # is not available. Revision procedure was not reported. Device has not been explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). This report is for one (1) unknown vectra-t plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, a patient underwent surgery for the cervical spondylosis. During the surgery, a vectra-t plate was used. Range of fixation was from c3 to c7. After the surgery, on an unknown date, the surgeon checked the CT scan and x-ray. The surgeon confirmed that the reported plate was extended. There was no adverse consequence to the patient, but the surgeon was worried about the quality of plate in the long term. There was no plan for revision procedure. Concomitant device: screws (part# unknown, lot# unknown, quantity: unknown). This report is for one (1) unknown vectra-t plate. This is report 1 of 1 for (B)(4).